Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient presented on (B)(6) 2017 with week history of melena and progressive shortness of breath in the setting of volume overload found to have parainfluenza virus and decompensated heart failure. Resolved with conservative treatment. Esophagogastroduodenoscopy (egd) was offered but patient declined instead opting for outpatient egd.  Egd to be scheduled as outpatient if needed as per gastrointestinal (gi) recommendations. Subject discharged on (B)(6) 2017, no additional information available.